Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and a remote transmission was sent. The transmission was reviewed by qualified personnel and it was determined that the implantable cardioverter defibrillator (ICD) had delivered therapy based on rate and no wavelet match, and additionally that inappropriate therapy had been delivered for atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response (rvr) that the device detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.